Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was being seen for dizziness, near syncope and syncope. At first it was thought the patient had a heart rate in 36 beat per minute (bpm) range, however a remote interrogation found no issues and the presenting electrogram (egm) indicated rates from 55 to 75 bpm. The patient's lower rate limit was set at 60 paces per minute. Further review found that the emergency medical services (ems) egm strip did not account for the patient's premature ventricular contractions (pvcs). The patient was in a bigeminal pvc rhythm at a rate of 74 bpm. The remote interrogation did find a pacemaker mediated tachycardia (pmt) episode from seven months earlier. Upon further evaluation the patient's syncope was determined to be due to septicemia related to chronic urinary tract infections. Antibiotics were administered to the patient. The implantable cardioverter defibrillator (ICD) system remains in service. No additional adverse patient effects were reported.